Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with the ams monarch to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo correct surgery or surgeries," along with other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.